Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: the e-04 message showed up on the ccu that was on a boom halfway through a case yesterday. The onsite specialist brought in a tower to finish the case and used the same camera and as soon as she plugged in the camera the same error appears on the tower ccu. She got a different camera and once the it was swapped out the ccu was back to normal. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: a short in the cable was the root cause of the issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.